Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "on (B)(6) 2024, the patient had swelling at the PICC puncture site during targeted therapy, and immediately suspended the infusion and asked the PICC outpatient clinic to assist in the treatment, and found that the PICC catheter was damaged, and the interception catheter was given 5 cm, and the chest x-ray showed that the end of the catheter was located at the level of the fifth posterior rib on the right side, and intravenous infusion could be continued, but the possibility of venous thrombosis and the risk of catheter-related venous bloodstream infection would be increased during use, and the patient was given reassurance, and the patient had no objection." No other information was provided.